Event description:
It was reported that in a small surgical incision with the primary guide apparently under pressure from a metal retractor blade, while drilling an audible pop occured. Thereafter when the primary guide was removed from the plate, it was noticed the tip of the compression hook had broken off and was missing, having fallen into the patient's chest. It was retrieved after a ten-minute search. There was no other adverse effects reported about the patient.

Manufacturer narrative:
The device was returned for investigation. Additional reporting on this event will be provided as a follow up report at the conclusion of the investigation.

Manufacturer narrative:
A visual examination under magnification of the returned ribloc profile guide assembly (pn rbl2520) was performed. The assembly's slider piece (pn rbl2522) was fractured into two pieces. The fractured surface appeared mostly flat. This type of breakage may occur when a single overload force is applied to the ribloc during use. This force can have many contributing factors such as sudden off axis bending or improper surgical technique. No definitive conclusion can be made.